Manufacturer narrative:
Complaints database system review showed no other similar issue since unit installation in 2011. The most probable root cause of the reported event was identified in a mechanical jamming of the stirring mechanism. In this regard, it cannot be excluded that environmental conditions such as high temperatures, humidity, condensation and water infiltration, with the possible contribution of the disinfection procedure, may have contributed to the failure of the motor over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
D4: additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code.

Manufacturer narrative:
H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in USA. The motor and erosion kit were replaced. According to follow up, the issue occurred during biomed cleaning. The system was tested and found working properly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the 3t heater cooler displayed error pump or stirring mechanism is blocked / too slow on patient side and circulation motor(ee7). There is no report of any patient injury.